Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels and thought that the insulin pump was not delivering insulin. The customer's reading was 576 mg/dl. The customer treated with manual injections. The customer's symptom included a headache. The customer performed a manual prime and saw insulin exit the tubing. The customer found a low reservoir alert in the alarm history. The customer performed the high pressure test and it passed. Nothing was replaced or returned for analysis.